Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report from our office in (B)(6) that a mother reported her child (gender and age were not specified) experienced a symptom like anaphylaxis after using complete double moist. The mother was attempting to return the product to the store where it was purchased. She indicated that she took the child to a doctor and the doctor said the symptom might be due to complete double moist. The recommended treatment was to wash the child's eyes with purified water. No other information was provided.

Manufacturer narrative:
Initial reporter: telephone: (B)(6). (B)(4). Pma510(k): k030092. Alternative report identification number (B)(4). Unknown since lot number is unknown placeholder.